Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the insertion the doctor found the swg/ars resistance during used on the patient. The swg was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".

Event description:
It was reported that, "during the insertion the doctor found the swg/ars resistance during used on the patient. The swg was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit for analysis, including one guidewire and catheter. Signs of use were observed on the guide wire. Visual analysis revealed the guide wire contained multiple kinks. The guidewire core wire was additionally separated from the coil wire at the proximal weld. No obvious unraveling was observed. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body and revealed the separation point at the proximal weld. Both welds were present and were observed to be full and spherical. Visual analysis of the ars could not be performed as it was not returned for analysis. The kinks in the guide wire were located 360, 420, 475 mm from the proximal tip. The overall length of the guide wire measured 600 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was also advanced through the returned catheter. The undamaged portions of the guide wire passed through all components with little to no resistance. Functional analysis of the ars could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal and proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an unraveled guide wire during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks along the body. The core and coil wires were additionally separated at the proximal weld. Despite this, the guide wire met all relevant requirements, and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error likely contributed to this event. However, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.